Event description:
It was reported to boston scientific corporation that a obtryx system-halo was used during an unk procedure. According to the complainant, the delivery end of the obtryx device broke off inside the pt. This complaint was called in to boston scientific corporation customer service in quincy. Customer service was attempting to contact the rep for that device, the doctor was able to successfully remove the piece from the pt. The mesh was left implanted. The complainant indicated that the device was not faulty, it was user error.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation as it remains implanted; therefore a failure analysis of the complaint device could not be completed. If there is any further relevant info from that review, a supplemental medwatch will be filed. At this time, we are unable to determine the relationship between the device and the cause for this event.